Event description:
Customer reported pt had an inform system blood glucose result of 517 mg/dl, lab result of 240 mg/dl within 10 mins. Customer reported no symptoms or adverse event for pt, who was treated based upon the inform result. A request was made for the return of the system, replacement was sent.